Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was due to the cybersecurity firmware upgrade.

Event description:
During follow-up, the device entered back-up operation during a firmware upgrade. Technical support was contacted to restore the device and the upgrade was not successfully downloaded. The patient was in stable condition.